Event description:
Customer called to report hospitalized with dka. Bgs were treated with insulin drip. Troubleshooting was peformed. The bolus history reviewed, but the prime history, the alarm history, or the daily totals could not be retrieved due to an error alarm that was triggered while attempting to get the rest of the data. A replacement pump was requested.